Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: additional information added to field . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no image and (1) no error codes although horizontal lines with noise were observed was confirmed. Additionally, the device evaluation found the following reportable malfunctions: (2) peeling off coating on the insertion tube, foreign material at the (3) distal end and (4) objective lens glue. Event 1: based on the results of the investigation and the information provided, it is likely that the noisy image occurred due to leakage in the biopsy channel, which allowed water to invade the device during user handling. This caused abnormalities in electronic components. However, a definitive root cause of the event could not be identified. Event 2: based on the results of the investigation and the information provided, it is likely that the peeling off coating on the insertion tube occurred due to physical or chemical stress applied to the insertion section during user handling. However, a definitive root cause of the event could not be identified. Event 3 and 4: based on the results of the investigation and the information provided, foreign material at the distal end and objective lens glue occurred due to the improper reprocessing, caused by leakage from the biopsy channel. However, it could not be determined what the foreign material was. Therefore, a definitive root cause of the event could not be identified. The following are included in the instructions for use (IFU) for the event (1) noisy image: warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The following are included in the instructions for use (IFU) for the event (2) peeling off coating on insertion tube: 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The instruction manual states the detection method associated with the event foreign material at (3) distal end and (4) objective lens glue "inspection of the endoscope" and preventative measures in "leakage testing of the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited no image and no error codes although horizontal lines with noise were observed. The issue occurred during routine inspection by the customer. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.